Manufacturer narrative:
(B)(4). Other remarks: see MDR# 3010532612-2020-00135 ((B)(4)) as the report is related to the same patient. A fiber optic sensor (fos) not connecting, cannot in itself cause or contribute to a patient death or serious injury, the fos is a portion of the catheter that monitors the patient's arterial pressure. When the fiber optic pressure signal is not available, the intra-aortic balloon (iab) is still able to be used since an arterial pressure signal is available through the central lumen. Iab therapy continues to the patient uninterrupted.

Event description:
It was reported that the fos failed. This is for the first intra-aortic balloon (iab) insertion attempt, the fiberoptic cal key connected with 2 tones, but the staff was afraid to insert the blue key too far and did not make connection as there were no audible tones prior to insertion. She then confirmed she did push the fos slide in further and received tones, however the iab was already in the patient. There was no waveform on fos and no pressure readings. The red slash had been noted in the zero icon. The staff tried to zero the fos manually and said it didn't fix it. The clinical support specialist (css) explained that it cannot be zeroed after insertion as the transducer was in the tip of the iab. As a result, the physician opted to remove the iab and attempt a second catheter at the same insertion site. The iab was removed through the sheath with no difficulty. There was no report of patient complications serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab fos would not zero is confirmed. The fos fiber was broken and therefore the light path could not be established between the sensor and the pump. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: see MDR# 3010532612-2020-00135 (tc1900077169) as the report is related to the same patient. A fiber optic sensor (fos) not connecting, cannot in itself cause or contribute to a patient death or serious injury, the fos is a portion of the catheter that monitors the patient's arterial pressure. When the fiber optic pressure signal is not available, the intra-aortic balloon (iab) is still able to be used since an arterial pressure signal is available through the central lumen. Iab therapy continues to the patient uninterrupted.

Event description:
It was reported that the fos failed. This is for the first intra-aortic balloon (iab) insertion attempt, the fiberoptic cal key connected with 2 tones, but the staff was afraid to insert the blue key too far and did not make connection as there were no audible tones prior to insertion. She then confirmed she did push the fos slide in further and received tones, however the iab was already in the patient. There was no waveform on fos and no pressure readings. The red slash had been noted in the zero icon. The staff tried to zero the fos manually and said it didn't fix it. The clinical support specialist (css) explained that it cannot be zeroed after insertion as the transducer was in the tip of the iab. As a result, the physician opted to remove the iab and attempt a second catheter at the same insertion site. The iab was removed through the sheath with no difficulty. There was no report of patient complications serious injury or death.